Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, upon inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen. There was a pinhole in the balloon material at the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous hypotube kinks. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, upon inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.